Event description:
The customer reported that while the iabp was in use on a patient the iabp displayed a auto fill failure/ gas loss alarm after two hour. No patient injury was reported.

Manufacturer narrative:
Evaluation summary: the device history record (DHR) for the iabp involved in the event was reviewed. There were no non-conformances in the DHR related to the reported event. The company representative replaced drive manifold assy p/n 0104-00-0031, and the patient interface module w/o safety disk 0997-00-0582 per service order (B)(4). Performed safety and functional tests. Defective part was evaluated and found the following; "verified failure when unit switched off, real time clock freezes and the next time after startup, it will display the old time". (B)(4).